Manufacturer narrative:
Prospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain"), abortion spontaneous ("miscarriage"), pregnancy with contraceptive device ("miscarriage"), genital haemorrhage ("irregular bleeding/ constant bleeding") and autoimmune disorder ("autoimmune diseases") in a 26-year-old female patient who had essure (batch no. 904760,901333) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included nickel sensitivity in 1998, tonsillectomy (remove tonsils and adenoids) in 2001, adenoidectomy (remove tonsils and adenoids) in 2001, multigravida, parity 3 ((B)(6) 2007, (B)(6) 2009, (B)(6) 2011) and miscarriage. She did not experience any complications of your pregnancy or delivery. She did not alleged that essure caused birth defects. Concurrent conditions included chest pain, dyspnea, fatigue aggravated, uterine bleeding, wound and tension headache. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). In 2012, the patient experienced abdominal pain lower ("extreme cramping (severe)"), infection ("infections"), hormone level abnormal ("hormone issues") and hot flush ("hot flashes"). On (B)(6) 2014, 2 years 5 months after insertion of essure, the patient underwent urinary bladder suspension ("bladder sling"). In 2017, the patient experienced nausea ("nausea"), vomiting ("vomiting") and gastrointestinal disorder ("gl issues"). On an unknown date, the patient experienced abortion spontaneous (seriousness criterion medically significant), pregnancy with contraceptive device (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), immune system disorder ("immune issues"), paraesthesia ("tingling of extremities"), menstrual disorder ("extreme menstrual changes"), rash ("rashes"), the first episode of vision blurred ("blurred vision"), weight increased ("weight gain"), fatigue ("fatigue"), abdominal pain ("abdominal pain (sharp)"), abdominal distension ("bloating"), vitamin d decreased ("low vitamin d"), alopecia ("loss of hair"), pain in extremity ("pain in my fingers and toes"), arthralgia ("(joint pain)"), hypoaesthesia ("numbness in my fingers and toes/ numbness in hands and feet"), hyperhidrosis ("sweats"), proctalgia ("rectal pain (sharp, stabbing pain)"), menometrorrhagia ("heavy cycles with excessive clotting (irregular menstrual cycles)"), depression ("depression"), anxiety ("anxiety"), migraine ("migraines"), the second episode of vision blurred ("blurred vision"), dyspareunia ("painful intercourse"), allergy to metals ("hypersensitivity reaction to nickel or any other component of essure(I have had a rash since the essure implant and I feel a tingling sensation in my body)"), back pain ("lower back pain"), abdominal pain upper ("stomach pain"), muscle spasms ("muscle spasm") and polymenorrhoea ("2-3 periods month"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with surgery (full hysterectomy with a bladder sling). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, abortion spontaneous, pregnancy with contraceptive device, autoimmune disorder, immune system disorder, paraesthesia, menstrual disorder, rash, weight increased, back pain, abdominal pain upper, muscle spasms and polymenorrhoea outcome was unknown and the genital haemorrhage, fatigue, abdominal pain, abdominal distension, vitamin d decreased, alopecia, pain in extremity, arthralgia, hypoaesthesia, nausea, vomiting, hyperhidrosis, proctalgia, abdominal pain lower, menometrorrhagia, depression, anxiety, migraine, the last episode of vision blurred, dyspareunia, infection, urinary bladder suspension, hormone level abnormal, hot flush and gastrointestinal disorder had not resolved. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, abdominal pain upper, abortion spontaneous, allergy to metals, alopecia, anxiety, arthralgia, autoimmune disorder, back pain, depression, dyspareunia, fatigue, gastrointestinal disorder, genital haemorrhage, hormone level abnormal, hot flush, hyperhidrosis, hypoaesthesia, immune system disorder, infection, menometrorrhagia, menstrual disorder, migraine, muscle spasms, nausea, pain in extremity, paraesthesia, pelvic pain, polymenorrhoea, pregnancy with contraceptive device, proctalgia, rash, urinary bladder suspension, vitamin d decreased, vomiting, weight increased, the first episode of vision blurred and the second episode of vision blurred to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: normal contrast opacification of the uterus final pathologic diagnosis: the serosal surface is purple- pink, smooth, and glistening with two bilateral fallopian tube stumps, both of which contain essure metallic coils protruding from the resection margin. The ectocervical mucosa has a surface diameter of approximately 2.5 cm with a centrally located slit-like external os 1.0 cm in length. The ectocervical canal appears patent and was lined by tan herringbone mucosa and measures 3.5 cm in length and 0.8 cm in diameter. The triangular endometrial cavity measures 5.0 cm from fundus to cervix and approximately 2.5 cm. Most recent follow-up information incorporated above includes: on 30-oct-2018: medical records received, new reporter, patient concurrent condition and essure lot number were added . Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This is a spontaneous case report received from a lawyer / attorney in the united states, on behalf of a plaintiff/plaintiff's family in united states on 03-may-2016 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2012 for permanent sterilization. As a result of essure, she suffered from severe pelvic pain, autoimmune diseases, tingling of extremities, extreme menstrual changes, rashes, blurred vision and weight gain. On or about (B)(6) 2014, she had to have a hysterectomy as result of essure. Follow-up received on 19-may-2016: quality-safety evaluation: this adverse event report is related to a product technical complaint. (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample provided thus resulting in an unconfirmed quality defect. Company causality comment: this non-medically confirmed spontaneous case report under litigation refers to a female consumer who had essure (fallopian tube occlusion insert) inserted for permanent sterilization and suffered from severe pelvic pain and autoimmune diseases. She had to have a hysterectomy approximately 2 years later. Pelvic pain is listed while autoimmune diseases is an unlisted event in the reference safety information for essure. Considering that essure therapy may cause pelvic pain and that there is no alternative explanation in this case, it is not possible to exclude a causal relationship with essure inserts. On the other hand, considering the pathophysiology of autoimmune diseases and the fact the essure insert has only a localized action it is unlikely that this device could contribute to the development if these diseases. This case is regarded as incident since device removal was required (implied). The product technical complaint investigation resulted in an unconfirmed quality defect. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain"), genital haemorrhage ("irregular bleeding") and autoimmune disorder ("autoimmune diseases") in a (B)(6) year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included nickel sensitivity in 1998, tonsillectomy (remove tonsils and adenoids) in 2001, adenoidectomy (remove tonsils and adenoids) in 2001, multigravida, parity 3 ((B)(6) 2007, (B)(6) 2009, (B)(6) 2011) and miscarriage. She did not experience any complications of your pregnancy or delivery. She did not alleged that essure caused birth defects. On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("extreme cramping (severe)"), infection ("infections"), hormone level abnormal ("hormone issues") and hot flush ("hot flashes"). On (B)(6) 2014, 2 years 5 months after insertion of essure, the patient underwent urinary bladder suspension ("bladder sling"). In 2017, the patient experienced nausea ("nausea"), vomiting ("vomiting") and gastrointestinal disorder ("gl issues"). On an unknown date, the patient experienced autoimmune disorder (seriousness criterion medically significant), immune system disorder ("immune issues"), paraesthesia ("tingling of extremities"), menstrual disorder ("extreme menstrual changes"), rash ("rashes"), the first episode of vision blurred ("blurred vision"), weight increased ("weight gain"), fatigue ("fatigue"), abdominal pain ("abdominal pain (sharp)"), abdominal distension ("bloating"), vitamin d decreased ("low vitamin d"), alopecia ("loss of hair"), pain in extremity ("pain in my fingers and toes"), arthralgia ("(joint pain)"), hypoaesthesia ("numbness in my fingers and toes"), hyperhidrosis ("sweats"), proctalgia ("rectal pain (sharp, stabbing pain)"), menometrorrhagia ("heavy cycles with excessive clotting (irregular menstrual cycles)"), depression ("depression"), anxiety ("anxiety"), migraine ("migraines"), the second episode of vision blurred ("blurred vision"), dyspareunia ("painful intercourse") and allergy to metals ("hypersensitivity reaction to nickel or any other component of essure(I have had a rash since the essure implant and I feel a tingling sensation in my body)"). The patient was treated with surgery (full hysterectomy with a bladder sling). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, autoimmune disorder, immune system disorder, paraesthesia, menstrual disorder, rash and weight increased outcome was unknown and the genital haemorrhage, fatigue, abdominal pain, abdominal distension, vitamin d decreased, alopecia, pain in extremity, arthralgia, hypoaesthesia, nausea, vomiting, hyperhidrosis, proctalgia, abdominal pain lower, menometrorrhagia, depression, anxiety, migraine, the last episode of vision blurred, dyspareunia, infection, urinary bladder suspension, hormone level abnormal, hot flush and gastrointestinal disorder had not resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, allergy to metals, alopecia, anxiety, arthralgia, autoimmune disorder, depression, dyspareunia, fatigue, gastrointestinal disorder, genital haemorrhage, hormone level abnormal, hot flush, hyperhidrosis, hypoaesthesia, immune system disorder, infection, menometrorrhagia, menstrual disorder, migraine, nausea, pain in extremity, paraesthesia, pelvic pain, proctalgia, rash, urinary bladder suspension, vitamin d decreased, vomiting, weight increased, the first episode of vision blurred and the second episode of vision blurred to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2012: essure confirmation test quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample provided thus resulting in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 5-jan-2018: plaintiff fact sheet was received. All relevant medical history, concurrent condition, concomitant medication was added. Events extreme pelvic pain, fatigue, abdominal pain, bloating, rashes, autoimmune/immune issues, low vitamin d, loss of hair, pain and numbness in my fingers and toes, nausea, vomiting, sweats, rectal pain, extreme cramping, heavy cycles with excessive clotting, depression and anxiety, weight gain, migraines, blurred vision, joint pain, painful intercourse, hysterectomy, bladder sling, allergy to nickel and irregular bleeding were added. Essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain"), genital haemorrhage ("irregular bleeding") and autoimmune disorder ("autoimmune diseases") in a 26-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included nickel sensitivity in 1998, tonsillectomy (remove tonsils and adenoids) in 2001, adenoidectomy (remove tonsils and adenoids) in 2001, multigravida, parity 3 (B)(6)2007, (B)(6)2009, (B)(6)2011) and miscarriage. She did not experience any complications of your pregnancy or delivery. She did not alleged that essure caused birth defects. On (B)(6)2012, the patient had essure inserted. In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("extreme cramping (severe)"), infection ("infections"), hormone level abnormal ("hormone issues") and hot flush ("hot flashes"). On (B)(6)2014, 2 years 5 months after insertion of essure, the patient underwent urinary bladder suspension ("bladder sling"). In 2017, the patient experienced nausea ("nausea"), vomiting ("vomiting") and gastrointestinal disorder ("gl issues"). On an unknown date, the patient experienced autoimmune disorder (seriousness criterion medically significant), immune system disorder ("immune issues"), paraesthesia ("tingling of extremities"), menstrual disorder ("extreme menstrual changes"), rash ("rashes"), the first episode of vision blurred ("blurred vision"), weight increased ("weight gain"), fatigue ("fatigue"), abdominal pain ("abdominal pain (sharp)"), abdominal distension ("bloating"), vitamin d decreased ("low vitamin d"), alopecia ("loss of hair"), pain in extremity ("pain in my fingers and toes"), arthralgia ("(joint pain)"), hypoaesthesia ("numbness in my fingers and toes"), hyperhidrosis ("sweats"), proctalgia ("rectal pain (sharp, stabbing pain)"), menometrorrhagia ("heavy cycles with excessive clotting (irregular menstrual cycles)"), depression ("depression"), anxiety ("anxiety"), migraine ("migraines"), the second episode of vision blurred ("blurred vision"), dyspareunia ("painful intercourse"), allergy to metals ("hypersensitivity reaction to nickel or any other component of essure(I have had a rash since the essure implant and I feel a tingling sensation in my body)") and back pain ("lower back pain"). The patient was treated with surgery (full hysterectomy with a bladder sling). Essure was removed on (B)(6)2014. At the time of the report, the pelvic pain, autoimmune disorder, immune system disorder, paraesthesia, menstrual disorder, rash, weight increased and back pain outcome was unknown and the genital haemorrhage, fatigue, abdominal pain, abdominal distension, vitamin d decreased, alopecia, pain in extremity, arthralgia, hypoaesthesia, nausea, vomiting, hyperhidrosis, proctalgia, abdominal pain lower, menometrorrhagia, depression, anxiety, migraine, the last episode of vision blurred, dyspareunia, infection, urinary bladder suspension, hormone level abnormal, hot flush and gastrointestinal disorder had not resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, allergy to metals, alopecia, anxiety, arthralgia, autoimmune disorder, back pain, depression, dyspareunia, fatigue, gastrointestinal disorder, genital haemorrhage, hormone level abnormal, hot flush, hyperhidrosis, hypoaesthesia, immune system disorder, infection, menometrorrhagia, menstrual disorder, migraine, nausea, pain in extremity, paraesthesia, pelvic pain, proctalgia, rash, urinary bladder suspension, vitamin d decreased, vomiting, weight increased, the first episode of vision blurred and the second episode of vision blurred to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in april 2012: essure confirmation test quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample provided thus resulting in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on(B)(6)2018: social media post: lower back pain added as a event incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain"), genital haemorrhage ("irregular bleeding") and autoimmune disorder ("autoimmune diseases") in a 26-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included nickel sensitivity in 1998, tonsillectomy (remove tonsils and adenoids) in 2001, adenoidectomy (remove tonsils and adenoids) in 2001, multigravida, parity 3 ((B)(6) 2007, (B)(6) 2009, (B)(6) 2011) and miscarriage. She did not experience any complications of your pregnancy or delivery. She did not alleged that essure caused birth defects. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). In 2012, the patient experienced abdominal pain lower ("extreme cramping (severe)"), infection ("infections"), hormone level abnormal ("hormone issues") and hot flush ("hot flashes"). On (B)(6) 2014, 2 years 5 months after insertion of essure, the patient underwent urinary bladder suspension ("bladder sling"). In 2017, the patient experienced nausea ("nausea"), vomiting ("vomiting") and gastrointestinal disorder ("gl issues"). On an unknown date, the patient experienced autoimmune disorder (seriousness criterion medically significant), immune system disorder ("immune issues"), paraesthesia ("tingling of extremities"), menstrual disorder ("extreme menstrual changes"), rash ("rashes"), the first episode of vision blurred ("blurred vision"), weight increased ("weight gain"), fatigue ("fatigue"), abdominal pain ("abdominal pain (sharp)"), abdominal distension ("bloating"), vitamin d decreased ("low vitamin d"), alopecia ("loss of hair"), pain in extremity ("pain in my fingers and toes"), arthralgia ("(joint pain)"), hypoaesthesia ("numbness in my fingers and toes"), hyperhidrosis ("sweats"), proctalgia ("rectal pain (sharp, stabbing pain)"), menometrorrhagia ("heavy cycles with excessive clotting (irregular menstrual cycles)"), depression ("depression"), anxiety ("anxiety"), migraine ("migraines"), the second episode of vision blurred ("blurred vision"), dyspareunia ("painful intercourse"), allergy to metals ("hypersensitivity reaction to nickel or any other component of essure(I have had a rash since the essure implant and I feel a tingling sensation in my body)"), back pain ("lower back pain") and abdominal pain upper ("stomach pain"). The patient was treated with surgery (full hysterectomy with a bladder sling). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, autoimmune disorder, immune system disorder, paraesthesia, menstrual disorder, rash, weight increased, back pain and abdominal pain upper outcome was unknown and the genital haemorrhage, fatigue, abdominal pain, abdominal distension, vitamin d decreased, alopecia, pain in extremity, arthralgia, hypoaesthesia, nausea, vomiting, hyperhidrosis, proctalgia, abdominal pain lower, menometrorrhagia, depression, anxiety, migraine, the last episode of vision blurred, dyspareunia, infection, urinary bladder suspension, hormone level abnormal, hot flush and gastrointestinal disorder had not resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, abdominal pain upper, allergy to metals, alopecia, anxiety, arthralgia, autoimmune disorder, back pain, depression, dyspareunia, fatigue, gastrointestinal disorder, genital haemorrhage, hormone level abnormal, hot flush, hyperhidrosis, hypoaesthesia, immune system disorder, infection, menometrorrhagia, menstrual disorder, migraine, nausea, pain in extremity, paraesthesia, pelvic pain, proctalgia, rash, urinary bladder suspension, vitamin d decreased, vomiting, weight increased, the first episode of vision blurred and the second episode of vision blurred to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2012: essure confirmation test. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample provided thus resulting in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 25-jun-2018: updated suspect drug indication. Added event stomach pain. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain"), abortion spontaneous ("miscarriage"), pregnancy with contraceptive device ("miscarriage"), genital haemorrhage ("irregular bleeding/ constant bleeding") and autoimmune disorder ("autoimmune diseases") in a 26-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included nickel sensitivity in 1998, tonsillectomy (remove tonsils and adenoids) in 2001, adenoidectomy (remove tonsils and adenoids) in 2001, multigravida, parity 3 ((B)(6) 2007, (B)(6) 2009, (B)(6) 2011) and miscarriage. She did not experience any complications of your pregnancy or delivery. She did not alleged that essure caused birth defects. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). In 2012, the patient experienced abdominal pain lower ("extreme cramping (severe)"), infection ("infections"), hormone level abnormal ("hormone issues") and hot flush ("hot flashes"). On (B)(6) 2014, 2 years 5 months after insertion of essure, the patient underwent urinary bladder suspension ("bladder sling"). In 2017, the patient experienced nausea ("nausea"), vomiting ("vomiting") and gastrointestinal disorder ("gl issues"). On an unknown date, the patient experienced abortion spontaneous (seriousness criterion medically significant), pregnancy with contraceptive device (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), immune system disorder ("immune issues"), paraesthesia ("tingling of extremities"), menstrual disorder ("extreme menstrual changes"), rash ("rashes"), the first episode of vision blurred ("blurred vision"), weight increased ("weight gain"), fatigue ("fatigue"), abdominal pain ("abdominal pain (sharp)"), abdominal distension ("bloating"), vitamin d decreased ("low vitamin d"), alopecia ("loss of hair"), pain in extremity ("pain in my fingers and toes"), arthralgia ("(joint pain)"), hypoaesthesia ("numbness in my fingers and toes/ numbness in hands and feet"), hyperhidrosis ("sweats"), proctalgia ("rectal pain (sharp, stabbing pain)"), menometrorrhagia ("heavy cycles with excessive clotting (irregular menstrual cycles)"), depression ("depression"), anxiety ("anxiety"), migraine ("migraines"), the second episode of vision blurred ("blurred vision"), dyspareunia ("painful intercourse"), allergy to metals ("hypersensitivity reaction to nickel or any other component of essure(I have had a rash since the essure implant and I feel a tingling sensation in my body)"), back pain ("lower back pain"), abdominal pain upper ("stomach pain"), muscle spasms ("muscle spasm") and polymenorrhoea ("2-3 periods month"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (full hysterectomy with a bladder sling). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, abortion spontaneous, pregnancy with contraceptive device, autoimmune disorder, immune system disorder, paraesthesia, menstrual disorder, rash, weight increased, back pain, abdominal pain upper, muscle spasms and polymenorrhoea outcome was unknown and the genital haemorrhage, fatigue, abdominal pain, abdominal distension, vitamin d decreased, alopecia, pain in extremity, arthralgia, hypoaesthesia, nausea, vomiting, hyperhidrosis, proctalgia, abdominal pain lower, menometrorrhagia, depression, anxiety, migraine, the last episode of vision blurred, dyspareunia, infection, urinary bladder suspension, hormone level abnormal, hot flush and gastrointestinal disorder had not resolved. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, abdominal pain upper, abortion spontaneous, allergy to metals, alopecia, anxiety, arthralgia, autoimmune disorder, back pain, depression, dyspareunia, fatigue, gastrointestinal disorder, genital haemorrhage, hormone level abnormal, hot flush, hyperhidrosis, hypoaesthesia, immune system disorder, infection, menometrorrhagia, menstrual disorder, migraine, muscle spasms, nausea, pain in extremity, paraesthesia, pelvic pain, polymenorrhoea, pregnancy with contraceptive device, proctalgia, rash, urinary bladder suspension, vitamin d decreased, vomiting, weight increased, the first episode of vision blurred and the second episode of vision blurred to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in april 2012: essure confirmation test. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample provided thus resulting in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 23-jul-2018: plaintiff fact sheet via social media- events miscarriage, muscle spasm, 2-3 periods month and device ineffective were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs